Event description:
A 3.0 mm diameter x 18 mm length ave gfx stent was inserted into the circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the descending aorta, at the location of an intra-aortic balloon pump. The physician did follow the instructions for removal of an undeployed stent from the coronary artery. However, it is not known if the intra-aortic balloon in the descending aorta was placed on "standby" during removal. The stent remains within the pt, but the exact location is not known. No other stent placement was attempted and the case was finished with percutaneous transluminal coronary angioplasty only. The pt is doing well and there is no add'l clinical sequelae reported relative to the event.